Event description:
Device 4 of 4. Reference MFR report #1627487-2012-12197. Reference MFR report #1627487-2012-12198. Reference MFR report #1627487-2012-12199.

Manufacturer narrative:
Results: the complaint of "over stimulation" was confirmed. As received, the extension was in good condition without any visible physical anomalies. Functional testing identified an intermittent electrical open on channel 8. The source of the intermittent open was not visualized, but stressing the extension isolated it to the header. This anomaly may have attributed to the change in amplitude and possibly caused the perceived shocking as the wires made and broke connection. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.